Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages/false asystole events) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to liquid contamination on the belt cable connectors j703 and j704 in the distribution node. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was causing "adjust belt" messages and false asystole events.